Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon opened the introducer package and found that the sheath was already split, and could not be used. Another package was opened to finish the port implantation procedure.